Manufacturer narrative:
This report is being filed as part of a retrospective review of historical records. Data analysis: multiple pump stops were confirmed in the rtlogs due to a high motor current. (B)(4). Device analysis: full investigation of the console involved running pump and purge cassette and revealed no issues. The cause of the pump stops due to high motor current were not determined given inability to reproduce the issue on the returned console. Repair: field service instructed to perform; a full functional check (0042-7316), preventative maintenance procedure (0042-7309).

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. During impella 5.5 support, the pump stopped and the team was unable to restart. The patient was dependent on the pump. The patient decompensated, CPR was initiated and the patient expired shortly after the pump stoppage.

Manufacturer narrative:
The investigation into the patient death has been completed. The data logs show an impella #119 alarm. The device is needed to confirm the cause of the #119 alarm. The cause of the pump stop was not determined since product was not returned. This report is being filed as part of a retrospective review of historical records.